Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting procedure, while being applied on a vessel during distal anastomosis, the thread of the device broke and had been breaking recently in multiple cases. It was reported that there has been a high degree of breakage for these products. Used another device to complete anastomosis. Patient status was unknown.